Manufacturer narrative:
A log review was performed for the vessel sealer (vs) instrument reported in this complaint (pn: 410322-05/ m10190910-973) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system ((B)(4)) with 0 uses remaining. The log review also identified an error 32001 occurred, which indicates the instrument blade may be exposed. Failure analysis (fa) inspected the instrument and the vessel sealer instrument blade was not exposed. No images or videos were shared for the event. Intuitive surgical, inc. (Isi) received the vs instrument associated with this complaint and completed its investigation. Fa was unable to replicate or confirm the customer reported issue. The instrument was tested on an in-house system and the vs passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and opened/closed properly. The vs instrument passed electrical continuity, jaw gap, energy delivery and cut tests. Fa concluded that the vs instrument was fully functional. The generator used with the vs instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. This complaint is being reported because the vs instrument did not adequately seal even though the generator provided a signal that indicated that the seal was complete. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted small bowel resection procedure the vessel sealer instrument would not seal the vessel and an error kept coming up on the monitor. The site completed the procedure with no reported patient injury. Intuitive surgical, inc. (Isi) completed follow up with the robotics coordinator. On 7/7/2020, the robotics coordinator explained that the instrument was inspected prior to use and there was no damage found. According to the robotics coordinator, the surgical task being performed at the time of the reported issue was cutting. The vessel sealer instrument would not seal, but could cut. The surgical staff did not observe any errors associated with the vessel sealer instrument. During the sealing sequence, the vessel sealer was reported to have produced its normal audible signal. Additionally, the robotics coordinator indicated that the vessel sealer instrument completed the seal cycle with fast audible tones which signal the completion of a sealing cycle. The surgical staff swapped to a back-up vessel sealer instrument and completed the procedure with no patient injury.